Event description:
It was reported to boston scientific corporation that a captivator standard oval snare was used during a colonoscopy procedure on (B)(6), 2009. According to the complainant, during the procedure, before applying cautery, the snare loop broke. Attempts to obtain additional information regarding the patient or procedure have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).